Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation was limited as the sample material was not available as the sample lost its stability due to repeated shipment returns. Pre-analytical checks, maintenance checks, and customer training were completed, and the customer indicated no further investigation was necessary. A definitive cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged a discrepant non-reactive elecsys anti-hcv ii result for a sample tested on the cobas 6000 e601 module. The initial test result for the sample on the cobas 6000 e601 module was 0.034 (non-reactive). A second test run on the same system yielded a result of 0.028 (non-reactive). Nucleic acid testing (nat) for the same sample was positive.